Event description:
It was reported that the customer had low blood glucose levels of 35 mg/dl before 2007. The customer also reported having been hospitalized prior to 2007 with high blood glucose levels of more than 800 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.